Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the cutter device could not be inserted easily, the bearing was contaminated, and the device was vibrating too much. It was further determined that the device failed pretest for vibration assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. (B)(4).

Event description:
It was reported that during testing it was observed that the bearing of the long attachment device was broken. During in-house engineering evaluation it was observed that the device was vibrating too much. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.